Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -16.0/2.0/095 (sphere/cylinder/axis) tore/broke during injection/delivery into the eye. The lens was not implanted, but there was patient contact on (B)(6) 2023 . On (B)(6) 2023, a replacement lens was implanted into the patient's left eye (os) and the problem was resolved. Cause of the event is unknown. No patient injury was reported.